Event description:
An issue was reported involving an altitude alarm condition that occurred earlier in the day, before contacting technical support. There was no adverse impact to the customer's blood glucose level. The customer was able to resume insulin delivery using the original cartridge, and technical support provided tips for preventing future altitude alarms, which the customer understood and acknowledged.